Manufacturer narrative:
Henry schein inc - hsi control number: (B)(6) - hsi item number: 5700190 - prima part number: 103310 - lot: 1615592 - will not cut anything, can't cut crown. 1. Has a serious public health threat occurred? No - 2. Has a death or unanticipated serious deterioration in state of health occurred? No. 1. Was there patient/user involvement? Yes, there were many times that we started to drill on bone or tooth, and it breaks, very little pressure was applied. 2. Is there any recorded patient/user injury/harm? Yes (dr. (B)(6)' patient, product broken bur under flap). 3. Is there any follow-up intervention/treatment required for the patient/user? Still pending, we may have to pay another surgeon to remove. 4. Have any reporting to authorities/field safety related activities been initiated by the customer or the user? Yes, report made to medwatch. 5. Please provide information on the handpiece used. (Brand/model) - x cube motors with ram straight handpieces 1:1. 6. Was the device cleaned/re-processed prior to usage? If so, how many times (if known). We only use burs once, brand new for every pt.

Event description:
During a procedure the bur was being used in an x cube motors with ram straight handpiece when it broke and remained in a patient's mouth. The patient may need to go for an additional procedure to have it removed.